Manufacturer narrative:
(B)(4).

Event description:
This is the second attempt on this pt, see MDR 3006425876-2013-00202 for first. It was reported that in the ICU, the doctor placed the second cvc in the 46 yr/old female pt's femoral vein. Again all was going well until the final stage of removing the swg. The doctor was unable to remove the swg from the catheter and this time the core detached from the coil of the swg. Again both the catheter and swg had to be together removed. After this second failed attempt, the doctor decided to let the vein rest. After a few hrs, the doctor used a triple lumen catheter to successfully complete the surgery. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.